Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient sample generated a falsely decreased wbc result. The patient sample was from the ER department and a result of 0.05 k/ul was obtained with the cell-dyn sapphire analyzer. The lab's protocol is to verify every wbc result below 3.0 k/ul. The patient sample was retested with a result of 7.72 k/ul which was reported back to the ER. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Field service was requested and performed with some parts replaced as a precaution. A review of the data submitted by the customer showed that there were three abnormal and different scatter plots provided on the same page of the report of the initial run. No flags or alerts were observed. Assessment by medical affairs concluded that the most likely cause for this issue may be due to a clot that was aspirated and dispensed into the wbc cup. Cbc results would not be able to provide further information in this scenario; therefore, this cannot be verified. Based on the evaluation results, no deficiency was identified to be related to this issue. However; the customer was referred to the operators manual for further instruction on handling this issue. The cell-dyn sapphire operators manual states that error can occur due to potential operator errors and cell-dyn sapphire system technology limitations. Results obtained on the cell-dyn sapphire should be used with other clinical data. The manual also stated that if the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. In addition, if the problem is occurring with only one specimen, it can be caused by an interfering substance or condition associated with that specimen.